Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/2016 using the pod 5 / page 44 warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The father reported that the patient developed an infection at the insertion site. The pod had been worn on the arm for between 36 and 48 hours. After she took the device off, there was a small amount of pus coming from the site. The patient went to the urgent care. She then saw her pediatrician who sent her to the emergency room (ER) to drain the site. The ER did an ultrasound and determined the area was a solid mass and could not be drained. The patient was then referred to a surgeon. The patient had been diagnosed with an infection. Initial treatment included bactrim and, when she went to see her pediatrician, the medication was changed to clindamycin (an oral antibiotic), 300mg/dl to take one of three times a day. The device was discarded.